Manufacturer narrative:
Additional 510k numbers: k011028 and k013227. (B)(4).

Event description:
It was reported that the mount would not disengage from the implant (tsvb10). The implant was removed and replaced with another implant during the same procedure. Tooth location 22.

Manufacturer narrative:
(B)(4). A tapered screw vent implant was returned for inspection with corresponding transfer mount and mount screw. Visual inspection revealed minimum wear about the threads and collar. The mount screw was noted to have a stripped drive feature. Functional testing revealed that the mount could not be removed, as the mount screw drive feature was stripped. The complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: technique information ¿ step 6. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent and screw-vent implants surgical manual #5161. The alleged complaint is confirmed and a root cause cannot be determined. (B)(4).